Event description:
It was reported that during a scheduled parotidectomy using a nerve monitoring device. The surgeon was able to identify the nerve by stimulating at 1.0 ma. After further dissection the stimulus was lowered to .8 and then .6 ma. About forty five minutes to an hour after identifying the nerve, the surgeon said she was stimulating the nerve, but was getting no response from the monitor. At all times a continuous stimulus was delivered and there was tone when stimulation was administered. Also, there was no disturbance or interruption in the electrode contact. Impedances and imbalances were checked out as normal throughout, less than 1, and the electrodes and patient interface box were undisturbed. In trying to get a response, the threshold was lowered to 50 uv, and, with the surgeons' consent, increased the stimulus level to 1.0, and briefly to 1.3 ma, without success. It was stated that the condition of the patient is 'fine.'

Manufacturer narrative:
(B)(4). Returned mainframe was evaluated by engineering team (qe, mfg e, and r and d representatives were present). The customer's patient interface was used to evaluate the mainframe (product number 8252200, serial number (B)(4)) along with a patient simulator and probe provided by service and repair. The system was powered on successfully with no issues identified during boot-up. All channels were checked in the monitoring screen by stimulating each channel in turn; all channels exhibited a proper response. This evaluation was completed and no out of specification conditions were identified. Based on the case information reported by the customer and the product analysis results, the engineering team agrees that it is likely that the nerve was mechanically fatigued during the surgery. This would explain why the nerve initially responded to electrical stimulation during the surgery, stopped responding during the procedure, but then made full recovery after the surgery. Results codes: no medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. This device was in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.